Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient was revised due to loosening of the femoral stem. During the procedure, a bony defect around the acetabular shell was packed with bone grafting material and the femoral stem and acetabular liner were removed and replaced.